Manufacturer narrative:
H6 correction: the conclusion code 12 pertains to the catheter component model 8596sc (serial number:(B)(6)). The previously applied conclusion code 22 remains applicable to the catheter component model 8598a (serial number: (B)(6)). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 21-nov-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving hydromorphone with concentration 5 mg/ml at a dose rate of 1.6 mg/day via an implantable pump for malignant pain. It was initially reported on (B)(6) 2019 that the patient experienced nausea, vomiting, was shaky, sweaty, abdominal pain, and diarrhea on (B)(6) 2019, so she went to the emergency room (ER) thinking it was the flu. The ER wanted to have the pump checked so the company representative went to check it, and everything was normal. It was noted that they may do an x-ray and/or dye study. It was further noted that the patient was in the ER with symptoms of flu but could also be withdrawal symptoms. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the patient had fell three days prior. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred, and no surgical intervention was planned. The patient was with injury regarding their status at the time of the report. The company representative was to obtain additional information from the hcp. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. The patient¿s weight and medical history were indicated as having been requested but was unknown. Additional information was received via a company representative on (B)(4) 2019. The patient had a full catheter replacement on (B)(6) 2019. Patient was taken to surgery and the catheter was not able to be aspirated. The surgeon did a full system replacement. The explanted catheter and pump will be returned to medtronic. It is currently at the hospital and will be released per hospital protocol. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The returned pump was interrogated and as per the logs the following medications continuation of concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2019, product type: catheter; product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter, the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial #: (B)(4), ubd: 21-nov-2009, UDI#: (B)(4); product ID 8598a, serial# (B)(4), ubd: 14-feb-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and catheter components were returned to the manufacturer.

Manufacturer narrative:
Analysis of the model 8596sc with serial number: (B)(4) revealed coring/tears/cuts in the seal of the sutureless connector that met leak criteria. Analysis of the model 8598a catheter with serial number (B)(4) revealed a compressed area in the catheter body. Analysis of the pump revealed no anomaly. As per the pump¿s logs, hydromorphone with concentration 5.0 mg/ml was being administered at a dose rate of 1.9525 mg/day as of (B)(6)2019. If information is provided in the future, a supplemental report will be issued.